Event description:
It was reported that pump display had pixel issue and patient was unable to read screen or interact with pump properly. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy and a replacement pump was sent.